Manufacturer narrative:
Since the detected deviation of the device can not have contributed to the reported incident, we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The interval of the supplier maintenance was exceeded by 5 months by the customer. Due to this circumstance, we cannot exclude that the deviation found is the result of normal wear and tear and could have been detected during annual maintenance.

Event description:
Distributor informed our sales department on the 21st of february that one of our products was involved in a case where a laceration occured.